Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.­­­ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.   Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06762.

Event description:
It was reported that the provisional was fractured and returned. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. UDI (B)(4). The reported event was considered confirmed as the returned tasps are fractured and compressed. Visual examination of the returned tasp concludes that the returned device is fractured, exhibits signs of repeated use (nicked or gouged), and part of the post feature has fractured off. All pieces returned. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.